Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the hard drive, reloaded the software and calibration and config. Files. The system is now operating as intended.

Event description:
The customer reported that they were having trouble saving images and were getting communication errors.